Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00642, initially reported on 06-aug-2020 through esubmitter. This MDR is to reflect the additional information received. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
As reported to coloplast, though not verified,, add'l info was received on 4/21/2021 (previous entry on 5/27/2021). On 05/27/2021 07:47 am (gmt-5:00) added by usrp (B)(6): implied recurrent sui, but no record confirming removal of aris implanted on (B)(6) 2011. Robotic assisted laparoscopic sacrocolpopexy with restorelle y and aris mid urethral sling placement under general anesthesia on (B)(6) 2014. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.